Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have "error message/ fault". The endoscope was visually inspected and found with a missing component. The endoscope was found with missing disc covered the idler gear. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was generating a recoverable fault every time the surgeon tried to zoom in with the pedal or turn the endoscope with the pedal. The endoscope was replaced, and the error stopped. The procedure was completed with no reported injury.